Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system were inserted. The closure device was successfully implanted. Five minutes post procedure, the patient experienced blood pressure and oxygen changes. A transthoracic echocardiogram was performed revealing a small pe. The patient was intubated and a pericardiocentesis was performed. 60cc of fluid was removed. The patient has fully recovered and been discharged.